Event description:
The service repair tech (srt) reported that during routine testing of the device at the service ctr, the inner core extends too far past outer sheath of the flexible drive cable on the sternal saw at the connect end. The core is possibly stretched. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair tech (srt) replaced the inner core and performed verification/release testing of the sternal saw and flex cable. The unit operated to MFR specs and will be returned to the customer. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.